Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing failed related to customer complaint. The download log was performed and found numerous receiver shutdown at 61% battery level, reason " battery low" the receiver case was open for internal inspection and failed due to defective battery with cracked controller chip. The reported event of initializing screen without manual restart was confirmed and caused due to a defective batterying log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined